Event description:
On 10/12/2009, a boston scientific corp employee became aware of an article, "accuracy of percutaneous core biopsy in management of small renal masses" by rou wang, et al published in urology 73:586-590, 2009. The follow info was derived from this article: an easy core biopsy device was used during a percutaneous core biopsy of the renal mass. According to the article, the pt was evaluated in the ER for wound infection and was provided appropriate pain management. Attempts have been unsuccessful to obtain add'l info. This report is for one of two devices. Refer to associated MFR report # 3005099803-2009-05288 for a description of the second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and exp dates are unk.